Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse found main power supply switch was disarmed as the customer accidentally use emergency shutdown button. The fse armed the device and able to establish the main power supply. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion 7 m12 system did not start. The system was in clinical use at the time of the event. No harm has been reported. The user reported accidental use of the emergency shutdown button. An onsite visit helped to establish that the main power supply switch was disarmed. The device was started after the device has been armed and basic function was restored. Philips has started an investigation of the complaint.